Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "the surgeon used our handpiece as usual with lf1212. This surgeon use a lot the device for all the surgery. At the end of the surgery, the surgeon checked all fusion and one of them was bleeding. For him, it's because it was a vein after, he didn't know if the vein bled because of the devise doesn't work. He use the device correctly, all the cycle of fusion was over when he stops (no alarms). Covidein lf1212, process maker 15337." Patient status - "ok."

Manufacturer narrative:
Correction on event description - corrected apostrophe (it's, didn't, doesn't, ...) Investigation summary: the incident product was not returned for evaluation; however, a used representative device from the same lot was returned. Engineering performed visual and functional testing on the representative device. Upon visual inspection, engineering observed eschar buildup on the jaws and inside the blade channel of the device. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications. The root cause of the incident remains unknown as engineering was unable to confirm the incident without the incident device. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "the surgeon used our handpiece as usual with lf1212. This surgeon use a lot the device for all the surgery. At the end of the surgery, the surgeon checked all fusion and one of them was bleeding. For him, it's because it was a vein...after, he didn't know if the vein bled because of the devise doesn't work... He use the device correctly, all the cycle of fusion was over when he stops (no alarms). Covidein lf1212, process maker 15337." Patient status: ok.